Manufacturer narrative:
The analysis results found that the mcs20 device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. However, the lock out mechanism was noted to be non-functional. In order to evaluate the condition of the internal components, the device was disassembled and the lock out spring was noted out of position. No conclusion could be reached as to what may have caused the lockout spring to be out of position. No incident related to the reported event was observed during the batch record review.

Event description:
It was reported that during an unknown procedure, clips didn't come out. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.